Event description:
Pt. Had endovascular aortic stent graft in 2002. Pt. Reported to regional medical center 2005 with an endograft leak @ the distal graft limb. Dr. (Vasucalar surgeon) removed the graft and did a traditional graft aortic repair. The explanted graft was sent to pathology, as required, and held for packaging and shipment to medtronic ave.